Event description:
It was reported this event occurred in the adult critical care unit. The insertion site was the femoral vein. The catheter was inserted for four days when it was noted medication was leaking and three holes were found near the skin site. As a result, the catheter was removed and replaced with peripheral line. There was a delay in treatment noted, however no harm was caused by the delay. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
Manufacturer control no. (B)(4). This report was originally reported with a five lumen cvc which is not sold in the us; therefore, no MDR was required. However, the product that was returned as the sample was a four lumen cvc. Repeated attempts have proven unsuccessful at obtaining additional data from the customer as to which product should have been reported. A MDR will be filed as a 4 lumen catheter was returned and the reported complaint was confirmed. Device evaluation: returned was one 4-lumen catheter marked arrow-howes ag+sd-chx 8.5 fr x 16 cm on the juncture hub. The returned catheter was a 4-lumen catheter, but the catheter graphic for the reported kit shows a 5-lumen catheter. Multiple attempts to clarify the origin of the returned sample were unsuccessful. The returned catheter was examined microscopically and three holes were observed adjacent to the juncture hub. The holes appeared to be the result of cuts in the catheter body. The surface of the catheter extrusion was discolored from use, but the cut side wall of the catheter body was clean. This indicated the holes were created after the catheter was in use. A 10 ml syringe and water was used to test the catheter and showed that the holes were created after the catheter was in use. A 10 ml syringe and water was used to test the catheter and showed that the holes were in the medial 1 lumen. A device history record review was performed on the catheter from the reported kit with no relevant findings. The report of a leak and holes in the catheter body was confirmed through testing and examination of the returned sample. The catheter leaked from 3 holes in the catheter body. The holes were caused by cuts in the catheter body after the catheter was in use. The number of lumens in the returned catheter did not match the one supplied with this kit, but the catheter exactly matched the description of the event. Based on the sample and the report that the leak occurred 4 days after insertion, the potential cause of the issue on the returned catheter is procedure related.